Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged hospitalization for pneumonia with blood lungs, bronchitis, yeast infection. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged hospitalization for pneumonia with blood lungs, bronchitis, yeast infection. This event is assessed as not related to the device in this case. Based on the available information, the manufacturer concludes no further action is necessary. There was no medical intervention reported by the patient. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.

Manufacturer narrative:
Additional information was received on october 09, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging hospitalization for pneumonia with blood lungs, bronchitis, yeast infection related to a CPAP device's sound abatement foam. Additional information was received about the alleged kidney disease toxicity. Section e1 was updated in this report. Section h6 health effects: clinical codes were updated.